Manufacturer narrative:
Other, other text: multiple units were returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that trachs are not inflating symmetrically when tested. One of the issues was found while in use. The rest of the issues were found during pre-test.